Event description:
It was reported to philips that the device has a damaged ECG port. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found the ECG port damaged. The measurement panel needs replacing. Upon conclusion of the evaluation, it was determined that the ECG port / measurement panel requires replacement. It was replaced. The device passed testing and was put back into service.